Event description:
It was reported that the pump touchscreen was unresponsive and nonfunctional. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.